Event description:
Device serial number was identifiede as c01518. Please reference medwatch report number 2031702-2004-00211 for original report.

Event description:
Report of a ltv 950 ventilator which malfunctioned causing a significant amount of oxygen deprivation and other injuries, resulting in death.